Event description:
The surgeon reported that during a laparoscopic cholecystectomy evaluation procedure, that one out of five clips fell. The clip was removed without injury or complications to the patient.